Event description:
It was reported, that the patient presented remotely via merlin.net. Transmission revealed, that the atrial lead exhibited noise oversensing. The lead was explanted and replaced. There were no patient consequences.